Event description:
Surgeon using 5 mm sawahle tenaculum for laparoscopic myomectomy, holding portion of fibroid with this instrument while dissecting with another. Loud popping noise noted, then surgical scrub noticed one tine on instrument was missing. Attending surgeon explored pelvis for missing part, unable to locate. Obtained x-rays x2 and able to identify location; removed piece of instrument, one intact tine from upper abd quadrant near liver bed. No ultimate patient harm.